Event description:
It was reported to philips that the system hangs after startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc and hard drive. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the system had no connection to the host and the host pc was defective due to bmc fail. To resolve the issue, fse replaced the host pc and returned to philips for further analysis. The analysis confirmed the malfunction and identified the failure was due to tylersburg mb w/main bios & bmc image. Following the replacement of host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.